Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.0 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that the hypotube was broken 620mm from the strain relief along with multiple kinks along the full catheter length. A visual examination of the crimped stent found no issues. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found minimal damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12514, 2134265-2016-12515, 2134265-2016-12516 and 2134265-2016-12517. It was reported that shaft break occurred. The complex chronic totally occluded target lesion was located in the tortuous and dissected distal right coronary artery(rca). After a non bsc guidewire crossed the lesion, a guidezilla guide extension catheter in the mid rca. A 2.75x8, 2.75x16, 3.00x12, 3.00x16 and 3.00x38 synergy ii drug-eluting stents were selected to treat the lesion. However, during advancement of each of the stents, when the physician applied a lot of pressure, the shaft of the each stent got bent and broken. The guidewire was changed to a choice pt es guidewire and a new guidezilla was advanced in the distal rca. Numerous synergy stents were then implanted and the procedure was completed. No patient complications were reported and the patient tolerated the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12514, 2134265-2016-12515, 2134265-2016-12516 and 2134265-2016-12517. It was reported that shaft break occurred. The complex chronic totally occluded target lesion was located in the tortuous and dissected distal right coronary artery(rca). After a non bsc guidewire crossed the lesion, a guidezilla guide extension catheter in the mid rca. A 2.75x8, 2.75x16, 3.00x12, 3.00x16 and 3.00x38 synergy ii drug-eluting stents were selected to treat the lesion. However, during advancement of each of the stents, when the physician applied a lot of pressure, the shaft of the each stent got bent and broken. The guidewire was changed to a choice pt es guidewire and a new guidezilla was advanced in the distal rca. Numerous synergy stents were then implanted and the procedure was completed. No patient complications were reported and the patient tolerated the procedure.